Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake of touch contamination (details not provided). On an unreported date, two days prior to experiencing the symptoms of peritonitis, the patient experienced stomach flu. Ten days prior to this report, the patient experienced peritonitis manifested by cloudy fluid. The patient also experienced abdominal tenderness (onset date not reported). The patient was treated with unspecified antibiotics using ultrabag therapy (dose, frequency, not reported). The patient was not hospitalized for the events. On an unspecified date, the patient was re-trained in proper aseptic technique for pd therapy. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing.

Manufacturer narrative:
(B)(4): this complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. Since the lot number is unknown, no batch review will be performed. . Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.